Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive left arrow and back buttons. The customer stated it took 20 to 30 times to get it to work. The down arrow also had issues working but typically will work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test and self test due to no button response. Device received with no button response due to problem isolated to the keypad assembly. (B)(4).